Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen display, alarmed broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose was 122 mg/dl. Customer stated the scroll bar was not moving with no input and no response from any button. The customer was assisted with troubleshooting and reported that they were unable to clear the alarm. The customer was also reported that the insulin pump had recurred frozen display. Customer reported that the time clock did not advanced. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and broken force sensor due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify frozen screen and time/clock anomaly due to critical pump error alarm.